Event description:
A customer reported a malfunction on their pump, with a malfunction code displayed as ¿malf 0.¿ there was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again.